Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. Six days after onset of the peritonitis event, the patient developed another indication and passed away the same day. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved or if the patient was recovered from the peritonitis event prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.